Event description:
It was reported that the pt experienced a post procedure bleed. The closure procedure was successful and dry when pt was sent to their room. Patient became ambulatory approx 2-3 hours post-op and at the time of becoming ambulatory immediately, blood began to drip resulting in the pt standing in a pool of blood. Manual compression was used and hemostasis was achieved. The event resulted in prolonged hosp. No additional info was available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.